Manufacturer narrative:
The following correction was made to the manufacturer narrative: the statement "to retain access of the broken distal shaft the distal tip was cut at the user facility and discarded" is corrected to "to retain access to the vessel, the catheter was cut, a guide wire was inserted, and the cut portion was discarded".

Manufacturer narrative:
Device was returned to manufacturer on 6/25/2021. Initial visual inspection of the returned device confirmed that the catheter was separated mid shaft. Per user facility information, there was no radio opaque material left in the carotid. The returned device included 2 segments; the proximal end measuring 113.1cm and the distal segment measuring 11.9cm. To retain access of the broken distal shaft the distal tip was cut at the user facility and discarded. Observation on the distal and proximal separated shafts included severely stretched outer polymer jacket, nitinol coil and liner indicating that the catheter was retracted through excessive friction through the access catheter. There were no further kinks or damages observed. The lot number for the complaint device was reported as unknown by the site. Per imperative care's procedures, all lots go through lot release testing, 100% visual inspection and quality review of lhrs prior to release. All released lots were examined did not indicate any outstanding issues pertaining to the design, manufacture, or quality of the device.

Event description:
Patient had a carotid terminus clot. Physician began access by tracking access catheter into ica over a select catheter and noticed the access catheter was prolapsing into eca. Physician proceeded to take select catheter higher. While tracking access catheter higher, resistance was noted. The select catheter was removed and zoom 71 over a microcatheter and guidewire was used to climb the ica further. At this point, the physician noticed more resistance than normal. He proceeded to get the zoom 71 to carotid terminus clot. While retracting the zoom 71 increased resistance was felt. Physician continued to pull zoom 71 until it ultimately broke. The zoom 71 was retrieved without incidence and the procedure continued with a new guide catheter.